Event description:
An optometrist reported that a patient presented with dry eyes and noted that their vision was great approximately 1 month post lasik. During the slit lamp exam, the patient was noted to have dry eyes. The patient was prescribed topical eye drops and will follow up at a later date. Additional information received states that the patient's symptoms are clear and all drops have been discontinued. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).